Event description:
Boston scientific received information that following an lvad implantation, the local sales representative reported that the device had reverted to safety core. Boston scientific technical services (ts) discussed therapy availability. It appears that this patient was scheduled for device replacement.

Event description:
--

Manufacturer narrative:
At this time, the device remains implanted. If additional information is received, this investigation will be updated.

Event description:
Subsequently, the local sales representative reported that this device has been successfully explanted and will be returned to boston scientific for testing. No adverse patient effects reported from the procedure.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.